Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) showed a premature ventricular contraction (pvc) followed by a pause, followed by an atrial pace (ap) that blanked a ventricular beat. Followed by a ventricular pace, which subsequently led to ventricular tachycardia. Three anti-tachycardia pacing (atp) was delivered and electric shock, the therapy was effective. Programming options were discussed and recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
Impact codes and device codes were already updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) showed a premature ventricular contraction (pvc) followed by a pause, followed by an atrial pace (ap) that blanked a ventricular beat. Followed by a ventricular pace, which subsequently led to ventricular tachycardia. Three anti-tachycardia pacing (atp) was delivered and electric shock, the therapy was effective. Programming options were discussed and recommended. No additional adverse patient effects were reported.